Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the hospital due to an alert. It was noted the ventricular impedance was elevated and the lead impedance had gradually increased. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis revealed the impedance trend on the rv (right ventricular) pacing lead was rising. The analyst indicated the rv pace impedance was steady at 600 ohms through (B)(6) 2013 and then the pacing impedance steadily rises to approximately over 1000 ohms between (B)(6) 2015. A patient alert for lead impedance occurred on 2015 (B)(6).